Event description:
During the release of the filter in the pt's inferior vena cava, only the distal arms of the filter opened and got in touch with vena cava vessel wall, but the proximal legs of the filter remained caught in the spline. The physician moved and shook the proximal handle of the device more than one time just to provoke the opening of the filter legs. After 15/20 minutes, suddenly the filter legs opened and got in touch with vena cava vessel wall. The physician had checked the whole device during opening the box and the pouch and he was quite sure that everything was safe and tidy. The pt is ok and in good condition and the filter is placed well and in the right place.